Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified left main (lm) artery and mid left anterior descending (lad) artery. After a 3.5mm 6fr non-bsc guide catheter crossed the lesion and pre-dilatation was performed with a 2.5x20mm maverick balloon catheter, a 32x2.75 omega stent was advanced but encountered resistance. The device was removed from the patient's body and it was noted that the stent dislodged and went into the aortic root. The dislodged stent was safely retrieved using a snare. A 3.5x20mm promus element plus stent was then implanted in the lm to proximal lad, a 2.5x26mm non-bsc stent in the mid lad, and a 2.75x20mm omega stent in the proximal left circumflex (lcx) artery and the procedure was completed. No patient complications were reported and the patient's status was stable. This device is only ous approved but is similar to an approved us device.